Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that high thresholds on the left ventricular (lv) lead led to unexpectedly short longevity of the implantable pulse generator (ipg). The lead was explanted and replaced as well as the ipg. No patient complications have been reported as a result of this event.